Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple, low blood glucose events. Tandem technical support was unable to obtain additional information or perform troubleshooting as the customer declined to provide further information.